Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the analyst noted that all pin/cap crimps are present, but it appears that there may be medical adhesive between the pin and the cap. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and breach, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and the lead was stretched; full lead in segments returned and analyzed.

Event description:
It was reported that the left ventricular lead was capped and replaced due to high threshold. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead was capped and replaced due to high threshold. The right ventricular lead was removed and replaced due to sensing difficulties and a possible fracture. The right ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.